Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (cc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. The pt had not experienced any recent injury or trauma that may have damaged the ncp system and was still able to feel device stimulation. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays by treating neurologist revealed a break in the lead wire near the distal portion. Both the lead and generator were replaced. No adverse event was reported in conjunction with the high lead impedance condition.